Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that one lead was explanted and replaced. One extension was explanted and not replaced. The issue was resolved at the time of this report. The patient was alive with no injury. The indication for use is complex regional pain syndrome type I; primary location of pain is in the arms and hands.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that after a car accident the stimulation was lost and unable to be felt. The pain increased and worsened. The event resulted in an ER visit. The device was interrogated. There were high impedances. The device was reprogrammed. The outcome was reported as ongoing. Etiology was related to the device or therapy. There was no lead issue. It was noted that the patient was (B)(6) years old at the time of consent. No further complications were reported or anticipated.